Event description:
Blood glucose was performed on a pt and the device result=478 mg/dl (finger stick) result at 11:00 - 11:30. Lab result=295 mg/dl (venous) forty five minutes later. Five minutes after the lab result, device result=584 mg/dl (finger stick). Customer administered insulin based on the result. A request was made for product return and replcement product was sent. Controls were in range.